Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was intermittently inaccurate. The customer provided a blood glucose level of 270 mg/dl. Troubleshooting could not be performed as the issues occurred in the past. Fill estimate was accurate at the time the customer contacted tandem technical support.